Manufacturer narrative:
MDR 9618003-2020-00257 / device 10 of 20. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the wafers had an off-centered starter hole and due to this, the patient also faced leakage issues for some time. No photo is available at this time.